Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3 during the time of the failure, the consumer also reported that there we're concerns with peri- implantitis, mobility & bruxism. The consumer also reported concerns with bone quality.

Event description:
The consumer reported that the patient had a tooth type of 3 during the time of the failure, the consumer also reported that there we're concerns with peri- implantitis, mobility & bruxism. The consumer also reported concerns with bone quality.